Manufacturer narrative:
The tech found the side rail center arm assembly is damaged. The tech replaced the side rail center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the side rail is not latching. No pt injury reported.